Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. After crossing the lesion with an unspecified guide wire, the physician performed predilation with a 5x100/135mm sterling balloon in the superficial femoral artery (sfa). Upon the 2nd inflation at 6 atm, a balloon rupture occurred. The device was exchanged for a 6mm sterling balloon. An unspecified stent was implanted and the procedure was successfully completed. No patient complications were reported and the patient's status is good.